Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: *the following sections have corrected information: (section f10) please disregard health effect - impact codes. These were entered in error.

Manufacturer narrative:
Pending evaluation . Concomitant medical products: 320-15-05, (B)(4) - eq rev locking screw; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-15-04, (B)(4) - rs glenoid plate post aug, 8 deg, right; 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere; 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm; 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm; 300-01-11, (B)(4) - equinoxe, humeral stem primary, press fit 11mm; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 16 months postop the initial l tsa, this (B)(6) y/o male patient had dislocated his l. Shoulder whilst doing some activity and was revised due to the dislocation. The patient is in stable condition. Device will not be returned due to hospital disposed it.